Manufacturer narrative:
(B)(4). Similar to device under 510(k): p070016 (B)(4). Summary of investigational findings: no product, photos or images received to support the investigation of this complaint. Based on what is stated in the description of event it have not been possible to determine root cause of this event. However, based on the available information it is believed, that the dissection observed is not related to device performance, but rather to patient condition. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the physician selected tx2 device for an (B)(6) male patient with type b accute aortic dissection. The patient had been treated by taking more than three kind of antihypertensive drugs for 30 months. Narrowing true lumen associated with expansion of false lumen was confirmed by cect. The renal artery was especially highly stenosed, so the physician planned tevar to close the dissection entry point in the distal aorta arch and placing stent in the stenosed renal artery. He bypassed the left common carotid artery to the left subclavian artery, then placed tx2 device from the distal of the left common carotid artery. He didn't ballooned because the dissection entry point in the distal aorta arch was closed. Then he attempted to check the renal artery by aortic angiography, but sudden drop in blood pressure and bradycardia, and dissection of the aorta arch bifurcation to the ascending aorta was confirmed by angiography. During preparation for emergency aortic arch replacement, enlargement of the left pupil was confirmed, so the carotid artery angio was performed and no blood flow in the both internal carotid arteries was confirmed. Direct puncture of the true lumen was difficult due to expanded false lumen, so the physician punctured the graft previously bypassed the left carotid and the left subclavian to secure the true lumen to place a stents in the left common carotid artery and the left internal carotid artery to keep blood flow to the brain. Additionally, he bypassed the left common carotid artery to the right common carotid artery, then opened the chest and replaced the aortic arch. The entry point of the dissection was the ascending aorta, not a stent edge. Patient outcome: the patient's condition after the procedure is unknown.